Event description:
The customer stated that her meter was reading erratically. She tested her blood glucose and received a reading of 448 mg/dl followed by a reading of 214 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.